Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimates of 50 and 125 units and remained static. Reportedly, the cartridge was filled with 150 units of insulin. In addition, it was reported that the pump was not logging data despite being in use. Reportedly, the customer requested and delivered a bolus, but observed that it was not reflected on the insulin on board (iob). Review of the pump data logs by tandem technical support confirmed the reported issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.